Manufacturer narrative:
(B)(4). The lead was not implanted. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the left ventricular lead dissected the coronary sinus. The lead was not implanted. The patients condition was stable.